Event description:
One patient with a discrepant phenytoin result. Initial result 31.2 ug/ml, same sample repeated 42.8 ug/ml. Erroneous result was reported which altered patient's drug therapy. No further info was provided as to the patient's condition. The field service rep determined reagent cassette handling to be the cause. The user replaced the reagent cassette. Performance tests were performed.